Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that even with a new battery, the analyzer reports "backup battery low". The analyzer was removed from service. No patient complications were reported as a result of this event.

Manufacturer narrative:
Initial analysis verified the "backup battery low" message came up on the programmer event with a new battery. Further analysis was performed, but the reported event and initial analysis result could not be duplicated. The observed event may be the result of the large battery voltage hysteresis used by the analyzer in its check for low battery voltage. If the battery voltage drops below the ¿low voltage¿ detect level of 7.75v ± 0.3 volts, the analyzer will report ¿low battery¿ to the programmer. The ¿low battery¿ voltage measurement is performed only on power-up and displayed on the programmer screen. The analyzer will continue to report ¿low battery¿ until it measures a battery voltage of 8.8 ± 0.3 volts on power-up. This means that a ¿new¿ replacement battery must be inserted with a measurement voltage potentially as high as 9.1v or the analyzer will continue to report ¿low battery¿. Testing indicated this was likely the issue for this complaint.